Event description:
It was reported a patient underwent an atrial tachycardia (at) procedure which included the use of a thermocool® smart touch® sf bi-directional navigation catheter experienced cardiac tamponade treated with a pericardiocentesis and patient sent to intensive care unit (ICU) with extended hospitalization as planned discharge date was (B)(6) 2023, but the patient was discharged from the hospital on (B)(6) 2023. During mapping in the middle of the case after ablation performed before the tamponade was identified. Patient's blood pressure dropped and echocardiography confirmed cardiac tamponade. After pericardial drainage, the patient left the room. Atrial septal puncture was performed with rf needle. No evidence of steam pop. No abnormalities or malfunctions prior or during use of the product including settings. No error messages observed on the equipment. Patient outcome is improved. Progress is good and the patient is attending outpatient dialysis treatment without any problems. The physician commented that the cause of the cardiac tamponade was unknown. The physician's judgment on health hazard was non-serious (moderate/minor). The location where the cardiac tamponade occurred was also unknown.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31100063l number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).